Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per evaluation on: 05/08/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/externally inspected the device and visible foam particles were not observed. Also, secondary findings were confirmed. Additionally, no error codes were identified. In this report, box d, h has been updated/corrected.